Event description:
A surgeon reports that a white line was seen on the perimeter of the intraocular lens following insertion using a delivery system cartridge. Enlargement of the incision was required to accommodate implantation of another lens. Add'l info has been requested.